Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A66674, a27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, gastroesophageal reflux disease, polycystic ovarian syndrome and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine leiomyoma, iron deficiency anemia, polymenorrhoea, irregular menstrual cycle, leiomyoma nos, nabothian cyst, chronic cervicitis, paratubal cyst and fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("bleeding :anemia"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: bladder problems, urinary problems."), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems."), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches.") And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the allergy to metals, psychological trauma, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, migraine and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: results of confirmation test: bilateral occlusion.. Lot number: a27187, manufacture date: 2012-07, expiration date: 2015-07 . Lot number: a66674, manufacture date: 2012-10, expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure (batch no. A66674, a27187), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: allergy to metals, gastroesophageal reflux disease, polycystic ovarian syndrome and menometrorrhagia. Previously administered products, included for an unreported indication: mirena. Concurrent conditions included: uterine leiomyoma, iron deficiency anemia, polymenorrhoea, irregular menstrual cycle, leiomyoma nos, nabothian cyst, chronic cervicitis, paratubal cyst and fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("bleeding: anemia"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allerg: nickel"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: bladder problems, urinary problems"), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the allergy to metals, psychological trauma, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, migraine and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2013, results of confirmation test: bilateral occlusion. Lot number#: a27187, manufacture date: 2012-07, expiration date: 2015-07; lot number#: a66674, manufacture date: 2012-10, expiration date: 2015-10. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('bleeding :anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: bladder problems, urinary problems."), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems."), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches.") And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the allergy to metals, psychological trauma, urinary tract disorder, bladder disorder, fatigue, hormone level abnormal, migraine and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. New events added-dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, allergy: nickel, psych injury, bladder problems, urinary problems,fatigue, hormonal changes, migraines and headaches were added. Patient demographic details added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.